Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had one really bad infection and she was in the hospital. The patient reported that it started as a kidney infection and turned into sepsis. The patient reported that she was really sick.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.